Event description:
It was reported that approximately 52 months post filter implant, one filter arm fractured and was located in the liver. The patient was asymptomatic.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. Attempts to obtain additional information are underway.

Manufacturer narrative:
A product evaluation could not be performed as the device was not returned for evaluation. Despite attempts, further specific event, patient or product information was not provided for evaluation. Based on the information available, the result of the investigation is inconclusive. A definite root cause is unknown. The current IFU (instructions for use) states: potential complications' filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae.

Manufacturer narrative:
Additional information: a successful scheduled filter retrieval was performed at another facility. The patient was reported to be asymptomatic. At the time of retrieval, the filter had an indwell time of 1771 days. Upon filter retrieval, it was identified that a filter foot had also detached. The filter is in transit to the evaluation site. The investigation is currently underway.

Manufacturer narrative:
One recovery filter was returned and evaluated. The filter was missing one arm which was broken at the base of the apex. There was also a broken foot on one of the legs. The broken arm and broken foot were not returned with the sample. The tapered portion of the foot still attached to the leg measured at approximately 1mm in length. The length of the missing broken foot measures approximately at 2mm in length. All measurements made were within specification. The complaint is confirmed for detachment of component, broken arm and one broken foot. There were several potential root causes identified for recovery fractures. The current IFU (instructions for use) states: potential complications. Filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae.

Manufacturer narrative:
Medical records were received and reviewed. The filter was implanted prophylactically prior to gastric bypass surgery. The filter was placed via the common femoral vein in the infrarenal ivc a the level of l1. The vena cava measured less than 24 mm. On (B)(6) 2009, fluoroscopy was performed of the filter. A filter arm was then noted to be detached from the filter and embolized to the right upper quadrant, either in the right lung base or the liver examination of the filter after removal showed that one small filter foot was missing.

Manufacturer narrative:
Received medical records that provided new information CT abdomen and pelvis demonstrated a linear metallic foreign body density 2 x 20mm located in the superior- posterior portion of the right lobe of the liver. The liver is otherwise normal this point appears normal.

Event description:
New information: approximately eight years post filter deployment a CT scan of the abdomen and pelvis demonstrated a linear metallic foreign body density 2 x 20mm located in the superior- posterior portion of the right lobe of the liver. The liver appears normal.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the filter was returned for evaluation. Images were not provided. Medical records were provided and reviewed. The complaint is confirmed for detachment of component, broken arm and one broken foot. The definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. Journal article: nicholson, w., nicholson, w. J., tolerico, p., taylor, b., solomon, s., schryver, t., . . Tuohy, c. (2010). Prevalence of fracture and fragment embolization of bard retrievable vena cava filters and clinical implications including cardiac perforation and tamponade. American medical association. Doi: 10.1001/archinternmed.2010.316. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately 52 months post filter implant, one filter arm fractured and was located in the liver. The patient was asymptomatic. Additional information: a successful scheduled filter retrieval was performed at another facility. The patient was reported to be asymptomatic. At the time of retrieval, the filter had an indwell time of 1771 days. Upon filter retrieval it was identified that a filter foot had also detached. Additional information: the detached arm remains located in the right lobe of the liver. Additional information: approximately eight years post filter deployment a CT scan of the abdomen and pelvis demonstrated a linear metallic foreign body density 2 x 20mm located in the superior- posterior portion of the right lobe of the liver. The liver appears normal.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Journal article review: this event was identified in a journal article (attached) and the article has been reviewed. Based on review of the journal: a retrospective cross-sectional study at a single medical facility was performed to determine how commonly ivc filter limb detachment occurs with first and second generation vena cava filters produced by this manufacturer. A total of 80 patients were included in the study with 28 filters being first generation and 52 being second generation. Thirteen total patients (16%) were found to have one or more detached filter limbs. The study documented seven out of 28 first generation filters (25%) had one or more detached filter limbs, with five of those seven patients discovered to have a limb in the heart. Six of the remaining 52 second generation filters (12%) identified limb detachments, with two of those six asymptomatic patients discovered to have limb detachment beyond the ivc. All thirteen patients were reported to the manufacturer by the facility prior to article publishment. In addition to study information collected, supporting articles were referenced citing similar patient symptoms as well as similar prevalence of detached filter limbs in generation one and two ivc filters. There was no additional information related to patient # 3 referenced in the article. Nicholson, w., nicholson, w. J., tolerico, p., taylor, b., solomon, s., schryver, t., . . . Tuohy, c. (2010). Prevalence of fracture and fragment embolization of bard retrievable vena cava filters and clinical implications including cardiac perforation and tamponade. Archives of internal medicine, 170(20), 1827-1831. Upon further review of the medical records previously provided, patient demographics were identified, the appropriate fields were updated. (B)(4). Outcomes attributed to adverse event; report source: other-attorney; (b(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: the filter was missing one arm which was broken at the base of the apex. There was also a broken foot on one of the legs. The broken arm and broken foot were not returned with the sample. The tapered portion of the foot still attached to the leg measured at approximately 1mm in length. The length of the missing broken foot measures approximately at 2mm in length. Dimensional evaluation: all measurements were within specification. Image/photo review: no medical images have been made available to the manufacturer. Medical record review: the patient with history of morbid obesity, recent gastric bypass and post-drainage of an intra-abdominal anastomotic leak at high risk for venous thrombosis and pulmonary embolism was scheduled for inferior vena cava (ivc) filter placement. The common femoral vein was accessed and a venacavogram was performed which demonstrated the vena cava diameter to be less than 24 mm. The filter was advanced to the level of l1 vertebra and deployed into the infrarenal vena cava. Satisfactory filter formation was confirmed. There was none to minimal tilt. The patient tolerated the procedure well. Journal article review: this event was identified in a journal article and the article has been reviewed. Based on review of the journal: a retrospective cross-sectional study at a single medical facility was performed to determine how commonly ivc filter limb detachment occurs with first and second generation vena cava filters produced by this manufacturer. A total of 80 patients were included in the study with 28 filters being first generation and 52 being second generation. Thirteen total patients (16%) were found to have one or more detached filter limbs. The study documented seven out of 28 first generation filters (25%) had one or more detached filter limbs, with five of those seven patients discovered to have a limb in the heart. Six of the remaining 52 second generation filters (12%) identified limb detachments, with two of those six asymptomatic patients discovered to have limb detachment beyond the ivc. All thirteen patients were reported to the manufacturer by the facility prior to article publishment. In addition to study information collected, supporting articles were referenced citing similar patient symptoms as well as similar prevalence of detached filter limbs in generation one and two ivc filters. There was no additional information related to patient # 3 referenced in the article. Nicholson, w., nicholson, w. J., tolerico, p., taylor, b., solomon, s., schryver, t., . . . Tuohy, c. (2010). Prevalence of fracture and fragment embolization of bard retrievable vena cava filters and clinical implications including cardiac perforation and tamponade. Archives of internal medicine, 170(20), 1827-1831. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately 52 months post filter implant, one filter arm fractured and was located in the liver. The patient was asymptomatic. Additional information: a successful scheduled filter retrieval was performed at another facility. The patient was reported to be asymptomatic. At the time of retrieval, the filter had an indwell time of 1771 days. Upon filter retrieval it was identified that a filter foot had also detached. Additional information: the detached arm remains located in the right lobe of the liver. Additional information received from medical records. Approximately eight years post filter deployment a CT scan of the abdomen and pelvis demonstrated a linear metallic foreign body density 2 x 20mm located in the superior- posterior portion of the right lobe of the liver. The liver appears normal.